Event description:
It was reported that the rep received a call from the scrub tech, used simplex p- speedset in patient and after surgery realized it was expired. The expiration date was 5/2013 on outer package.

Event description:
It was reported that the rep received a call from the scrub tech, used simplex p- speedset in patient and after surgery realized it was expired. The expiration date was 5/2013 on outer package.

Manufacturer narrative:
The reported product which has an expiry date of 05-2013 (may 2013) indicated on the packaging was used in surgery on (B)(6) 2013. It is the responsibility of the user to verify the expiration date and ensure that the product is used within this time frame. Based on the provided information it has been determined that this event is associated with an off-label application.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted. If additional information becomes available, it will be submitted in a supplemental report.